Manufacturer narrative:
The treatment sheets for the event have not been provided at the time of this report. A medical review was performed on the info provided. A large drain volume of 177% was reported during the ccpd treatment of a neonate pt and there were adverse effects as a result.

Event description:
Pd nurse called tech support for a cycler replacement due to scale alarms during a ccpd treatment. Pd nurse had reported the cycler filled with neonate pt with 130 ml and after resetting the cycler, the pt drained 230 ml. Info obtained: pd nurse reported the cycler had been used by the same pt for a couple of weeks without problem. Pd nurse had received a call from the pt's nurse indicating that the cycler had scale alarms and the treatment was placed in pause. Unk which exact cycle pt was on but per pd nurse, "the pt was in one of the first cycles." The cycler registered an 80 ml fill out of 130 ml. Pd nurse bypassed the fill, dwell, and went to drain, obtaining 230 ml. The solutions bags were removed and the cycler was reset up. No noted obstructions with the scale. The treatment was resumed in drain 0. The cycler registered a negative drain volume and the treatment was stopped. Pt was disconnected and completed the ccpd treatment on another cycler without problem. Pt was discharged. Pd nurse stated that the pt was asymptomatic and had no adverse effects as a result. Pt's weight was not obtained.